Event description:
Customer called on (B)(6) 2011 reporting that reagent probe b was leaking on an lxi 725. Customer reported that there were three patient which had erroneous results for alkaline phosphatase (alp) and total bilirubin (tbil) which were generated as a result of the leak. Customer noted that none of the results were reported out of the lab since patient samples were rerun on backup instrument. Upon review of the printouts provided by the customer, it was noted that only one erroneous result was generated involving alp. The initial run gave a result of 1 iu/l of alp and the rerun gave a result of 67 iu/l. Other suppressed results were found which are not considered erroneous but was referred by the customer as erroneous results. Field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the cartridge chemistry (cc) reagent syringe, cc reagent syringe 3-way t-valve and a/b shear valve assembly but noticed fluid to continue dripping from collar wash of reagent probes a and b. Fse returned on (B)(6) 2011 to replace both collar wash valves as well as reagent delivery lines for both probes. Additional tubing from the a/b valve to the 3-way valve was also replaced and repair was verified per established procedures.